Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. Two and one half years later, the pt returned to the surgeon complaining of vaginal discharge and diarrhea. The pt was given a series of antibiotics and the symptoms persisted. A rectal examination found an area of drainage in the high vagina on the right side. The pt underwent endoscopy by a colorectal surgeon and found to have eroded mesh approx six centimeters above the anal verge. It was located on the right side anteriorly. Above and below the area of erosion, diverticuli were seen. The colorectal surgeon has recommended that the pt undergo a three-stage operation. The surgeon plans on doing a diverting colostomy. Following that, the surgeon will take the pt back for a resection the mesh and locally involved colon. After it heals, the surgeon will take down the colostomy.

Manufacturer narrative:
Date sent to the FDA: 10/31/2008. Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.